Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient said they are cathing more than they were before they got the implant. Patient said the mdt rep told them they would have 7 programs but they only have 2. Patient said their spouse said it almost feels like the ins has flipped side ways. Patient said the hcp moved and they are having trouble contacting the hcp at their new location. Agent did not ask about the circumstances that led to the reported issue. No further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.